Manufacturer narrative:
Analysis of the handpiece found the complaint could not be reproduced or confirmed. The run-in shaft could not be inserted into the handpiece to perform a temperature check due to worn bearings. Multiple parts were replaced and the device tested to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated and was burning when operated. There was no known patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative reported that the handpiece overheated gradually during procedure of cochlear implant. The console was switched on and off. No troubleshooting was made with the handpiece but it was replaced as it also intermittently stopped. There was a slight delay on the procedure due to setting-up of a new drill.